Event description:
During lysis of adhesion via laparoscope, blood vessel in omentum was nicked resulting in hgb drop from 15.1 to 4.6 requiring open laparotomy pt. Did well after surgery and was discharged in good condition on 6/6/97.